Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7075856.

Event description:
It was reported that the patients leads had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per facility policy.